Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented high-volume inlet had a dark particle on the tube. This was observed before use. There was no patient involvement. No additional information is available.